Manufacturer narrative:
(B)(4). An investigation is in progress for lens tears under iaca # (B)(4). (B)(4).

Event description:
An aq1016v model lens tore while it was being inserted. It is unk if the lens was implanted and removed but it was indicated by the facility that there was no pt injury.